Event description:
It was reported to philips that the system was unable to perform exposure. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information, the issue was identified during the vascular procedure. However, the procedure was completed as planned on the same system. The philips field service engineer (fse) inspected the system onsite and found a leak in the cooling unit caused by aging. The fse replaced cooling unit to resolve the issue and ensured the system was functioning properly. The defective cooling unit was returned for analysis, and result indicated a leak at the deaerating hose. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system with minimal or no delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.